Event description:
It was reported that on (B)(6) the patient was placed under hospice care and an order for high voltage therapy to be turned off was placed. The implantable cardioverter defibrillator exhibited far-r wave oversensing which caused inappropriate auto mode switch events. Review of previous merlin.net transmissions dating back to early may noted the same behavior. Programming changes were performed resolving the oversensing and mode switches. No patient symptoms were reported.